Event description:
Patient reported of the right side device: "deflation". Later healthcare professional reported "deflation" and "device filled to 700 cc". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and improper or incorrect procedure or method.